Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced a cgm accuracy issue which occurred on an unspecified day after sensor insertion into the arm. On approximately on (B)(6) 2024, the patient reported having cgm inaccuracies. No specific cgm or bg comparison values could be recalled, but it was stated the cgm was ¿100 points off¿ from the bg meter. The patient was wearing a tandem mobi insulin pump. This inaccuracy caused the patient to have a 3-minute seizure. The patient¿s wife put him in the ¿recovery position¿ at treatment. There was no documentation of any medication being provided to the patient. The patient recovered at home after the incident. The following day, the patient went to an appointment with his doctor and discussed what had occurred. The patient¿s endocrinologist referred the patient to see a neurologist, who performed an electroencephalogram (eeg). The patient did not have the results of this test at the time of report. The patient said a magnetic resonance imaging (MRI) may also be required but has not yet occurred. There was no documentation of medical intervention. The patient was ¿okay¿ at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 100 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.